Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Associated device sn: (B)(4) lot number: 61880986 description: z.s.g.m. Cutter 1.5:1 ratio caution: sharp item number: 00770301500 on february 21, 2020, it was reported that the device would not mesh skin. It was found to have worn gears and missing lock pin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6) 2020 revealed that the calibration and sample mesh could not be taken due to the bent comb. The gear, comb, side plates, ratchet, and roller were damaged. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete sample mesh and was deemed non-repairable even after replacing the gear and collars. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the side plates, latching pin, spring pin, roller gear, bearings, comb, roller, set screw, and ball detent. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher required a replacement roller gear and latching pin, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the side plates, latching pin, spring pin, roller gear, bearings, comb, roller, set screw, and ball detent were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device would not mesh skin. It was found to have worn gears and missing lock pin. There was no alleged event with the device, it was noticed when the device was picked up for use. No adverse events were reported as a result of this malfunction.